Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for 3 weeks starting on (B)(6) 2025 until (B)(6) 2025 with peritonitis due to too many fibers in the line inside his catheter. Subsequent attempts to obtain additional clinical information (e.g., patient demographics, hospital records, treatment records, discharge summary) were unsuccessful due to the patient¿s electronic medical record being closed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for 3 weeks starting on (B)(6) 2025 with peritonitis due to too many fibers in the line inside his catheter. Subsequent attempts to obtain additional clinical information (e.g., patient demographics, hospital records, treatment records, discharge summary) were unsuccessful due to the patient¿s electronic medical record being closed.

Manufacturer narrative:
Clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the serious adverse event of peritonitis. The etiology of the serious adverse event is unknown; therefore, causality could not be established. It should be noted that limited clinical follow-up information precluded a more comprehensive clinical assessment. Those individuals undergoing pd for rrt (manual or cycler based) are at high risk for infections of the peritoneum. Based on the information available, the liberty select cycler and liberty cycler set cannot be disassociated from having a possible causal or contributory role in the serious adverse events. There is currently no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the serious adverse events. However, given the lack of clinical data, discharge summary (if applicable), and no manufacturer evaluation of the patient¿s device, this clinical investigation cannot disassociate the patient¿s liberty select cycler from playing a possible role in the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.